Event description:
Line was placed left femoral groin vein (ultrasound guided) by ed resident. The patient was extremely edematous upon arrival and in liver and kidney failure from chronic alcohol abuse. Line was placed, blood was easily drawn from line and intravenous fluid (ivf) flowed freely to gravity. Patient to CT of abd/pelvis, then to ICU where some swelling was noted around the site upon arrival. CT of abd/pelvis was resulted and showed line tip in the vessel but not completely in with a fluid collection (infiltrate) of fluids and meds around the site. Unsure if the line was dislodged while moving patient to and from the CT scanning table. Patient was normotensive upon arrival to ICU but lines were moved to the intraosseous (io) while a new central line was placed on the right subclavian (left groin catheter was removed). The patient passed the next day from severe sepsis due to pre-existing co-morbidities; this event did not contribute to his death.